Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker has depleted faster than expected. A battery analysis was performed and it was noted that the power consumption has increased during the last year. Because the power consumption has been increasing and not leveled off an accurate longevity calculation cannot be made. The pacemaker is malfunctioning. The device should be replaced and returned it for detailed analysis. Due the patient's condition it was decided to keep the pacemaker implanted and continue to monitor. The pacemaker remains in service. No adverse patient effects were reported.